Manufacturer narrative:
(B)(4). Batch # t5cw6z. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with one gst45g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
The surgeon had placed the gun and clamped down on the rectum. She wanted to re-position and not fire but was locked out of the gun. I talked her through using the reverse button and she was able to unlock the gun, add a new cartridge and carry on using the gun for the rest of the procedure. More information received, that there is concern that the gun went to fire without her releasing the safety trigger. The attempted fire occurred completely accidently as she was not ready to fire. All is well with the patient.